Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 2 of 4 on the home choice (hc). The home patient (hp) was still connected and the supply bag was empty, there was solution in the heater bag only. The technical service representative (tsr) asked the hp if any bag came undone and per the hp, no. The tsr explained the alarm and helped the hp clear the alarm by cycle the hc off and on twice back to press go to start. The hp would finish with a manual bag. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) contacted on (B)(6) 2012 regarding the system error 2240. The pdn stated the home patient (hp) contacted them regarding the alarm and the missed therapy. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.